Manufacturer narrative:
Product IFU includes hypotony as a known complication and adverse reaction. Device history record can not be reviewed without a lot number being provided. All product is tested prior to release. The doctor stated that he recently had a series of ocular hypotony with pressures anywhere from 0-5mmhg immediately post op with resulting choroidal effusions and detachments. The doctor has not provided any updates regarding patient status and product information.

Event description:
Ocular hypotony.